Event description:
The dental implant fx4012swc was removed on (B)(6) 2017 due to failure to osseointegrate 8 months after implantation. The patient has no significant medical history and will need another surgical intervention.